Event description:
It was reported to boston scientific corporation in 2005 that a wallstent endoprosthesis endoscopic biliary device was used during a biliary stent placement procedure performed the same day (patient age, gender and weight are unknown). According to the complainant, during preparation, "barbs were evident on the stent". Another device (manufacturer unknown) was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.